Event description:
It was reported that during a review of a recorded a signal artifact monitor (sam) episode, technical services (ts) noted that this right atrial (ra) lead exhibited high out of range pacing impedances greater than 3000 ohms with over sensed respiratory rate trend signals suspected to be caused by a conductor fracture. Further review determined that the recorded atrial tachy response (atr) events were due to oversensing. The patient is nondependent and ts discussed programming options. This lead remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that during a review of a recorded a signal artifact monitor (sam) episode, technical services (ts) noted that this right atrial (ra) lead exhibited high out of range pacing impedances greater than 3000 ohms with over sensed respiratory rate trend signals suspected to be caused by a conductor fracture. Further review determined that the recorded atrial tachy response (atr) events were due to oversensing. The patient is nondependent and ts discussed programming options. This lead remains in service. No additional adverse patient effects were reported. Additional information was received indicating that this right atrial (ra) lead was explanted and replaced. No additional adverse patient effects were reported. This lead has not been returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 185 millimeters from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with clavicle/first rib damage. Analysis concluded that the clinical observations were likely caused by the confirmed fracture.

Event description:
It was reported that during a review of a recorded a signal artifact monitor (sam) episode, technical services (ts) noted that this right atrial (ra) lead exhibited high out of range pacing impedances greater than 3000 ohms with over sensed respiratory rate trend signals suspected to be caused by a conductor fracture. Further review determined that the recorded atrial tachy response (atr) events were due to oversensing. The patient is nondependent and ts discussed programming options. This lead remains in service. No additional adverse patient effects were reported. Additional information was received indicating that this right atrial (ra) lead was explanted and replaced. No additional adverse patient effects were reported. This lead has not been returned for analysis.